Event description:
Major pump unit(s) involved: blood pumpadditional text: inflow canula obstructionspecific component(s) involved: inflow valveadditional text: inflow canula obstructionother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): unknownother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: inflow valve